Event description:
Beckman coulter, inc. (Bec) field service engineer (fse) installed a new ratio pump assembly for the unicel dxc 600 synchron system as part of preventive maintenance at the customer's site. The fse noticed the replacement caused the electrolyte injection cup (eic) to overflow at the end of the prime. The fse installed another ratio pump and cleaned the flowcell. The eic overflowing issue was resolved after the fse installed the second ratio pump. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).